Manufacturer narrative:
Additional information was received that the physician did not confirm if high impedances and inefficient in charging was caused by fall or not.

Event description:
A report was received that the patient's battery had high impedances and inefficient in charging following a fall. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: (B)(6) 2017 the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery had high impedances and inefficient in charging following a fall. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.